Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp), customer called from the ICU to report ¿ra¿ fault and no ECG. Changed patches, and states that he has changed ECG cables without success. He has tried semi auto and switched leads. States that the pump also displays ¿rl fault¿ while switching to another lead. Suggested he try doppler gel to new ECG patches and after attempting this there was still no ECG. Another pump is available so he connected the current ECG cable to that pump and received the same result. Then he used the ECG cable from the second pump one the current pump and it displayed an ECG. He is keeping the first cable to report to biomed for service or possible replacement. While troubleshooting the ECG, also mentioned that the fo had never worked since the patient came from the cath lab. When the fo cable is connected, there is no aline waveform. They have been successfully transducing the central lumen to the pump. Related complaint: (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.